Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified bd infusion set had air bubble . The following information was received by the initial reporter with the following verbatim. It was reported by customer that observing a bubble in the silastic pumping segment of the IV tubing when she opened the pump module door. She had received an occlusion alarm while IV fluids were infusing into her patient who was in CT scan a few months ago. To troubleshoot, the clinician opened the pump module door and threw the IV tubing into the garbage. The clinician then proceeded to prime a new IV tubing line and connect it to her patient. Cpc advised that best practice would be to sequester the affected tubing and send it to bd for further evaluation.